Manufacturer narrative:
The customer reported complaint of the autopulse platform displayed user advisory "(ua)17" (max motor on time exceeded during active operation) error message was confirmed during archive review but not during initial functional testing. The autopulse performed as intended. The probable cause of ua17 error was likely due to the autopulse trying to build up to the 20% depth compression and did not reach the target within specification time because of a possibly misaligned patient on the platform or could be stiffness of the patient's chest and possible that the lifeband was twisted or in the incorrect position during compression. Unrelated to the reported complaint, a cracked front cover at the font end area was observed on the returned autopulse platform during visual inspection. This type of physical damaged was likely attributed to mishandling. The autopulse platform was manufactured in june 2018 and is over one year old. To remedy, the damaged front cover will be replaced. Review of the archive data indicated multiple user advisory 17 errors occurred on the reported event date. Thus, confirming the reported complaint. Also, multiple user advisory 2 (compression tracking error) errors occurred on the reported event date. The archive revealed the take-up target and the (max load sum exceeded 65.07 lbs. Calculated [count/2.52/2.2=kilos]). This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Further review of the archive showed the autopulse performed 7 compressions on the small size patient (max load sum exceeded 87 lbs. Calculated [count/2.52 lbs) and then stopped compression due to ua17 . The user pressed restart to clear the fault. The autopulse was used again with the same battery and the autopulse stopped compressing three more times due to user advisory 17 and two times due to user advisory 2. User advisory 2 (compression tracking error) occurs when the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This might be due to the lifeband has been opened during active operation causing a decrease in load on the load cells as the drive shaft is rotating. Or one side of the lifeband is twisted and became jammed in the roller/skirt area. Therefore, user advisory 2 (compression tracking error) is related to the reported complaint. The autopulse passed the initial functional test without any fault or error. Upon customer's approval, service repair will be performed. Based on zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua)17" (max motor on time exceeded during active operation) error message. Crew adjusted the patient a couple of times without resolution. The crew reverted to manual CPR. Rosc was not achieved, patient death reported. The death was not related to the autopulse device.